Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from date manufacturer was made aware. Block d6b: explant date: a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7085748/7082050.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted device components were discarded. No further information could be obtained despite good faith efforts.